Manufacturer narrative:
This is a final report. The meter and test strips were returned and an investigation utilizing the returned products and retained control solution has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on some unspecified date she received an unspecified reading that was "high". Customer further reported she was in a store picking up her prescription, when the clerk noticed there was something wrong with her, so he called the paramedics. Customer noted that "everything looked different, blurry, the people, the air smelled funny" and she was crying because she thought she was going to be arrested, mistaking the paramedics to be police officers. She further reported she wasn't even able to open a candy. It was additionally reported the paramedic's received a reading of 38 mg/dl. Customer noted she received an intravenous infusion of unknown type, an "x-ray", "a patch in the arm" and noted "that every hour they took her blood pressure and blood sugar". No further information was provided by the customer because she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.